Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was repositioned due to movement within the pocket. The ipg remains in use. The patient presented a few months later symptomatic, and without capture on the ventricular lead. The lead was found to be fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.